Event description:
This report covers thirteen (13) malfunction event. A review of the event involved the device(s) experienced a fractured hex. No patient adverse event was reported. No information regarding patient demographics were provided.